Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The doctor was revising a total hip for instability. The doctor removed a 32mm 0 degree liner and 32mm +8 lfit head from the patient. He commented that there was what appeared to be corrosion on the trunnion. After trialing some options the surgeon chose to implant a trident constrained liner with a 22mm head. He commented that this construct feels very stable.

Manufacturer narrative:
An event regarding instability involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection performed as part of the material analysis report noted: scratching, a commonly identified in-vivo uhmwpe damage mode, was observed throughout most of the articulating surface. Medical records received and evaluation: a medical review was not performed as medical records were not provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The doctor was revising a total hip for instability. The doctor removed a 32mm 0 degree liner and 32mm +8 lfit head from the patient. He commented that there was what appeared to be corrosion on the trunnion. After trialing some options the surgeon chose to implant a trident constrained liner with a 22mm head. He commented that this construct feels very stable.